Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had a no delivery alarm during fill cannula. Customer's blood glucose level was 85 mg/dl. Customer performed a 5.0 fixed prime and the insulin did not exit. Pump alarmed no delivery. Customer was advised to remain disconnected. Customer pushed the insulin slowly through the tubing but the insulin did not exit. There was greater than normal resistance with the plunger push. It was explained that the alarm was caused by a set/reservoir connection. Customer was advised to replace the infusion set and reservoir. Customer was using novolog insulin in with the pump. No additional information provided.